Event description:
Spontaneous. Patient reported she has had her pump for 3 years almost (last shipped 6/14/2021) and sometimes the gears don't seem to be working properly and she said her pump has never been replaced. One time she almost lost all of the med due to a malfunction with the pump and wants to know if she can get a new one. Per note, "freedom pump. No return box needed, those don't get maintenance, if it breaks we send a new one and they throw the other away. I made member aware of this as well." No missed dose or adverse event reported. Unknown if pump is available for return. No further info. Reported to (B)(6) by pt/caregiver.